Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an increased threshold on the left ventricular (lv) lead. The lead was reprogrammed. At device check several months later, it was confirmed there was failure at high output on the lv lead. The lead was turned off. It was also reported there was suspected premature battery depletion on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.